Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the pulse generator exhibited t-wave over sensing. The device was reprogrammed with fixed sensitivity. The patients condition was fine during and after the event.